Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established due to the device was lost after receipt. Steps have been put in place to prevent this from occurring. Probable root cause may include a pump failure or set up issue. No lot/serial number has been provided; therefore, a review is not possible. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device the associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that when the start button was pushed to restart npwt after exchanging the dressing, the pump kept generating motor sound although the dressing was compressed tightly. It is unknown if the alarm lumps were illuminated. The pump had worked without any problem for about 3 days until the dressing was exchanged. The treatment was continued with a pico pump, not pico 7. No patient harm. No delay was reported. The pump will be returned for investigation.